Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Company representative reported, centraliser broke as the cst placed it onto the stem without much force.

Manufacturer narrative:
An event regarding a fractured device involving an exeter centraliser was reported. The event was confirmed. Device evaluation and results: the material analysis report (mar) concluded: the device fractured in overload. No material or manufacturing defects were observed on the surface examined. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review:there have been no other similar events for the reported lot. Conclusions: material analysis was performed on the returned fractured centraliser. The report concluded that the device fractured in overload. No material or manufacturing defects were observed on the surface examined. Based on the information provided the exact cause of the event could not be determined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Company representative reported, centraliser broke as the cst placed it onto the stem without much force.